Event description:
I experienced excruciating pain last year, while using amo lens solution. I had extreme pain, redness and tearing. I was taken off contacts and put back on glasses. I am not sure of any permanent damage, but sometimes my vision in my right eye is blurred and will tear up for no reason. Reporter went to lens store. They flushed my eyes and prescribed some ointment. I was diagnosed with an acute eye irritation and infection of the right eye. The doctor took me off contacts and put me back on glasses. Dates of use: two months in 2006. Diagnosis or reason of use; clean contact lenses. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.